Event description:
The email received for the (B)(4) indicated that 5 hours post-procedure, the patient (2-16) experienced transient right hemiparesis with a modified rankin scale (mrs) of 3- moderate disability, requires some help, but able to walk without assistance. The event was not procedure related and no treatment was conducted. The patient underwent the procedure to treat a non ruptured aneurysm of the left supraclinoid carotid artery with dimensions of 1.9mm sac height, sac width of 2.6mm and neck of 1.7mm. The pre-procedure wfns and modified rankin scale were both 0. Prior to the stent placement, a balloon was used. A 14mm enterprise vrd was implanted at the site and the procedure was completed with complete occlusion of the aneurysm confirmed with angiography. After the procedure, the mrs was 0. Aspirin was given pre and post procedure, other antiplatelets were given pre, intra, and post procedure, and heparin was given intra-procedure.

Manufacturer narrative:
Please note that after further information was received, it was determined that the event does not meet the reporting criteria for either adverse event or product malfunction. No further reports will be submitted for this event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.